Event description:
It was reported that a blower temperature high (ec 1122) error code was observed. The device was in use at the time of the event; no patient or user harm reported. Per the diagnostics performed by the engineer, the customer's v60 had a blower temperature high alarm. The customer confirmed it had a code 1122 in the log. It was recommended that the customer check the following: verify that the air inlet filter was not dirty or blocked; verify that the cooling fan was operational; replace the blower; replace the mc pcba. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer planned to check the filters and cooling fans and perform additional testing prior to performing a performance verification test; however, it could not be confirmed if the customer was able to resolve the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.